Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and postlaminectomy pain. The patient reported a loss of therapy. It was reported that the ins quit working for 6 months ago. The patient reported that they wanted to know how they could go without the therapy but there was a change in weather and the symptom came back. The patient reported that they tried to charge the ins but could not connect. The patient was redirected to follow up with the hcp to have the ins battery checked for possible od. The patient reported that when they turn on the insr there is the same icon on the screen and was able to remove the back to hard reset the insr. It was reported that the recharger quit working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having poor communication. And the implanted battery died and needed to be restarted. The patient noted that it has been months since they successfully charged their ins. The patient didn't want to drive all the way out to their managing physician because they were 3 hours away. No further complications are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-25. It was reported that after three attempts to recover the patient¿s implantable neurostimulator (ins), it was determined that the ins battery was unrecoverable. It was noted that the patient¿s surgeon approved an ins replacement surgery, but the date was not yet determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.